Event description:
The customer stated she required medical assistance by the paramedics for low blood glucose levels. The customer also stated she was gardening prior to her blood glucose levels going low. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.